Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that they encountered inaccuracy during a case using synergy spine 2.0 software with the o-arm. The reference frame was placed on t2 and when they navigated on t5 and t6, the system was inaccurate in the anterior-posterior direction by approx 3-4mm and in the superior-inferior direction by approx 1-2mm. The surgeon place small facial screws on the spine, using to check accuracy. Closer to the reference frame (on t2-t3) they reported the accuracy checkpoints were good. The surgeon was able to place the pedicle screws on the upper levels with navigation, and without navigation on the lower levels. All screws were confirmed to be placed correctly after a post-op spin. There was no impact on the pt outcome.